Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, occlusion. The following was provided by the initial reporter: when used, the joints do not drip liquid, defective quantity 14 pieces. Defective product can be returned, photos available. Claims need to be settled, complaint response letter needed, complaint receipt letter needed. Lot number 25085184, defective quantity 3 sticks; lot number 25095139, defective quantity 3 sticks; lot number 25105089, defective quantity 8 sticks.